Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop that appeared to be associated with the disconnection of the driveline; however, a specific cause could not conclusively be determined through this evaluation. Additionally, analysis of the submitted log files found a lvad comm (communication fault) alarms associated with com a and com b fault flags; however, a specific cause for these events could not be conclusively determined through this evaluation. The account submitted a log file for review. 28may2020 at 5:07:45 through 31may2020 at 23:01:33. Beginning on (B)(6) 2020 at 21:07:10, several lvad comm (communication fault) alarms associated with com a and com b, as well as, and driveline faults were captured. On (B)(6)2020 23:00:26, a pump stop event was captured from the driveline being disconnected. During this time frame, low-speed hazard, low-speed advisory, pump stop fault flags, low pump current, communication faults, and lvad off alarms were active. On (B)(6) 2020 at 23:01:28, the driveline was reconnected, and the pump was operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were sent to the customer and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The hm3 IFU and patient handbook explain that the pump will stop if the driveline is disconnected from the system controller. These documents also instruct the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. The alarms and troubleshooting section of the hm3 patient handbook provides a list of alarms and the proper actions associated with them. The handling emergencies section lists examples of emergencies, including communication faults, and what actions to take. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis noted several communication and driveline faults on (B)(6) 2020 at 9:07pm. Then at 11 pm the driveline was disconnected from the controller, turning the pump off. The pump was off for a total of 33 seconds before the driveline was reconnected. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.